Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2101 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the sheath dilator curled back and split at the tip. Vat rn had to get a sheath dilator from an mst kit. No other information was provided.